Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarm (cartridge alarm 19) with multiple cartridges during basal delivery and the load sequence. Additionally, the customer received an occlusion alarm during bolus delivery. No troubleshooting was performed to determine the possible of the occlusion alarms due to the reoccurring cartridge alarms. The customer's blood glucose level was not impacted and it was reported that manual injections would be used for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. No failure related to the reported occlusion alarm was identified.